Manufacturer narrative:
Occupation: rcis / clinic coordinator heart center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after 48 hours of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that there was no arterial signal on the iabp. A flush line was attached and flowing. The customer was directed to remove the fiber optic cable and attempt to zero the inner lumen. They were unable to do this and had to switch to the backup iabp because they were getting a no zero message. The customer noted that the fiber optic failed to trigger and pressure line system failed on both iabps. ECG was the only trigger que available. There was no patient harm or adverse event reported.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was also noted that there was no arterial signal on the iabp. The customer was directed to remove the fiber optic cable and attempt to zero the inner lumen. They were unable to do this and had to switch to the backup iabp because they were getting a no zero message. There was no patient harm or adverse event reported. This report is for the iab involved. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-03613.

Manufacturer narrative:
Occupation: manager. Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. Two kink was observed on the catheter approximately 43.9 cm and 42.9cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 76.2cm. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 25.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. The inner lumen kink appears at the same place as the fiber optical sensor break, which eventually caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.